Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer has received multiple motor errors during bolus delivery. Customer's most recent blood glucose level was 206 mg/dl. Customer received 2 motor error alarms within 1 week. Customer stated that the pump was not dropped or bumped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.